Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products were used in surgery for the ossification of posterior longitudinal ligament of the cervical spine, covering c2-th2, on (B)(6) 2017. The surgeon inserted the reported favored angle screw 3.5 x 16 (188318316) to c4 left. He moved on to the rod fixation on the c4 left. He completed the rod connection with an offset connector (part number unknown). Next, he tried to insert the reported setscrew mntr inner screw (188342200) with a reduction device (part number unknown). In the final fixation stage, however, he could not apply a normal torque, and the setscrew broke off. After he removed the fragments, he re-tried the fixation with a new replacing setscrew. But this replacement could not be fixed but just idled. He finally left the favored angle screw and the offset connector in the body without the fixation. He completed the surgery for a 10-minute delay.

Manufacturer narrative:
(B)(4). The mountaineer inner screw (product code: 1883-42-200, lot number: bdk1svs) was returned to the customer quality unit (cqu) on february 22nd, 2017. Two sections of the set screw¿s thread have broken off from the body of the set screw. They stand immediately over the top of one another and cover approximately one quarter of the circumference of the set screw. They are also one full rotation below the start of the threat. The controlled manner of the damage is indicative of the set screw being tightened into the screw while cross threaded. Tightening the set screw while it is cross threaded can lead to stress building up on the thread, resulting in part of the thread splitting off once per rotation. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the set screw¿s threads being torn cannot be determined from the sample and the information provided. A potential root cause may be cross threading the set screw upon insertion into the favored angle screw. Tightening the set screw when it is cross threaded places force on the set screw that can result in tearing the thread from the body of the set screw. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.